Manufacturer narrative:
Unit had bleeding lcd glass, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer's mother reported that the insulin pump had pieces breaking off the reservoir opening. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.